Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) male caucasian presenting with acute myocardial infarction and cardiogenic shock. The impella was used successfully; however, a thrombus was identified at the access site, post explant. As treatment, patient required re-intubation, pressors, vascular intervention to remove clot.